Manufacturer narrative:
The electrode lot number was requested but was not provided. The field service engineer (fse) checked on the sample probe, and everything seemed to be fine. The investigation is ongoing.

Event description:
There was an allegation of a questionable potassium electrode result for a patient sample tested on the cobas pro ise analytical unit. The initial result was 4.77 mmol/l. The sample was recentrifuged and the repeat result was 4.00 mmol/l.